Event description:
It was reported that the system 9800 product poor quality issues. There was no adverse patient involvement reported. There was no patient info reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. It was determined that the batteries were weak and could not hold sufficient charge. The batteries were replaced. The system was tested and found to be working as intended and placed back into service.